Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings, and investigations conclusions) additional h6 type of investigation code: labelling review h11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on the complaint investigation, the complaint for inability or difficulty to insert device into transseptal puncture location was confirmed with empirical evidence. As per information received a pericardial effusion (pe) was noted during the implantation of the second device. There is no available information suggesting any pre-existing patient condition or procedural factor that may have led to the pe. Potential contributing factors that were not confirmed during the investigation that may cause cardiac damage include, inadequate transseptal puncture, the wire used to guide the insertion of the introducer and the guide sheath could have perforated the pericardium leading to a pericardial effusion. Additionally, unwanted contact of the pascal device with the cardiac anatomy can also lead to pe. Therefore the root cause could not be determined since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As per report received from germany, edwards received notification of a pascal precision ace in mitral position by right femoral vein where three devices were used. During the procedure a pericardial effusion (pe) occurred. During implantation of the second device a pe was observed. The patient developed cardiac tamponade, hemodynamic instability, electrocardiogram (ECG) and heart rate changes, and subsequently experienced cardiac arrest. A pericardiocentesis was performed. The patient is alive but not in a good condition. To reduce further bleeding and pericardial effusion it was decided to stop anticoagulation, which led to thrombus formation (visible in mrt in the brain) and subsequently a stroke.